Event description:
Patient reacted to sheath with granulation. Patient's condition is unknown, as no additional information was provided by reporter.

Manufacturer narrative:
Still under investigation at this time.